Event description:
Pt is on night-time dialysis. She obtained blood glucose recording in the 400's for the past three days on the suspect device. Nurse advised pt to take 15 u of insulin and the pt passed out. She rec'd glucose intravenously.